Event description:
It was reported that the device tamper seal had broken. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of tamper seal - broken was not confirmed. On 18-october-2024, pcu was received unboxed and with paperwork. External inspection revealed no labeling damage to the tamper seal. Incorrect failure description. Executing the keypad test has discovered that the tamper switch is broken. Visual inspection and dmm testing revealed broken solder connections at the tamper switch. Defective material from supplier. Pcu when tested passes asm functional testing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the tamper switch. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of tamper seal - broken was not confirmed. On 18-october-2024, pcu was received unboxed and with paperwork. External inspection revealed no labeling damage to the tamper seal. Incorrect failure description. Executing the keypad test has discovered that the tamper switch is broken. Visual inspection and dmm testing revealed broken solder connections at the tamper switch. Defective material from supplier. Pcu when tested passes asm functional testing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the tamper switch. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device tamper seal had broken. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of tamper seal - broken was not confirmed. On 18-october-2024, pcu was received unboxed and with paperwork. External inspection revealed no labeling damage to the tamper seal. Incorrect failure description. Executing the keypad test has discovered that the tamper switch is broken. Visual inspection and dmm testing revealed broken solder connections at the tamper switch. Defective material from supplier. Pcu when tested passes asm functional testing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the tamper switch. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device tamper seal had broken. There was no patient involvement.